Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 202942, expiration date 03/31/2012). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received results of 14.2 mmol/l on aviva system 1 and 7.3 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.